Event description:
Case description: this literature report aimed to investigate the underlying mechanisms and triggers of delayed-onset inflammatory responses (dirs) after hyaluronic acid (ha) fillers injections. This literature report from netherlands concerns an adult female patient (between 28 and 60 years old). The patient was injected with radiesse. She was previously injected with a hyaluronic acid. The patients previous treatments included derma pen and chemical peels, feelings of flu-like symptoms, touch-up filler treatments, use of a tanning bed, having a fever, sauna use, and hc7- radiofrequent-thermalift two days prior to the event. The patients medical history included smoking, atopy, allergies, irritants, previous delayed-onset inflammatory responses, psychiatric medical history and eating disorder. She had no autoimmune disease and no triggering events, such as illness, fever, dental procedures or cold sores. The patient reported allergies and irritants (products or sub-stances that patient reported as causing irritation, rash, or similar reactions upon use) at the first consultation. After the radiesse injection, the patient experienced swelling, erythema, induration, bumps, pain and flaky skin. The events were considered to be delayed-onset inflammatory responses. The patient underwent several tests at the specialized allergy clinic of the department of dermatology, such as epicutaneous (ec) and intracutaneous (ic) tests, to check for allergic reactions to various allergens and materials, including fillers. Further epicutaneous (ec) testing was performed for fragrance allergens (par), dental allergens (thr), metal allergens (met-1), local antiseptics (des 1), cosmetic and emollient products (uwm), personal products (eig), amalgam series, paraffin series (parareeks b) and wool alcohols series (wolalcoholenreeks). These tests were mainly conducted to see if there were any allergic reactions to the filler or its components. She tested positive for a range of substances, such as metals, preservatives, and personal products. The patient was primarily treated with corticosteroids, hyaluronidase injections and antibiotics and with a combination of different treatments simultaneously. The patient also received surgical treatment. The outcome of the event was reported as resolved (reported as a positive outcome). In the opinion of the authors, delayed-onset inflammatory responses were able to affect the patient regardless on the medical history. The findings illustrated the importance of considering both internal and external immunologic triggers when evaluating and managing delayed-onset inflammatory responses.

Manufacturer narrative:
Assessment by merz: no precise information was provided on injection sites, event onset dates or event localization was provided so a temporal and local relationship can only be assumed. Dermal filler reaction (serious) is equivalently expected as inflammation based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling, erythema, pain, nodule, induration and exfoliation are considered to be symptoms of the inflammation. Based on the information provided, the patient received comprehensive treatment with a resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on assumed local and temporal relationship. This case is considered as serious with the serious event dermal filler reaction because surgical treatment was deemed necessary to prevent a permanent damage.